Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic stated that the retainer ring was popped off from reservoir compartment. Customer also stated that the reservoir compartment had crack. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm was required during medical intervention. The insulin pump was returned for analysis.